Manufacturer narrative:
(B)(4).

Event description:
The reporter indicated the surgeon implanted a 12.0mm icm120v4 implantable collamer lens, -16.0 diopter, in the patient's right eye (od) on (B)(6) 2012. The lens was explanted on (B)(6) 2015 due to low vaulting and lens opacity (anterior subcapsular), noted on (B)(6) 2015. The surgeon performed cataract surgery and an iol was implanted. The patient's post-op best-corrected visual acuity was 20/25.

Manufacturer narrative:
Corrected information: (B)(4). Additional information: (B)(4). Work order search: one similar complaints were reported for units within the same lot. Device evaluation: product evaluation found that the lens was returned dry in the lens case/vial but clear surgical residue/debris found on product. Visual inspection found the lens to have no visible damage. Dimensional inspection found the lens was within specification. (B)(4).